Manufacturer narrative:
Uf / importer report number - medwatch report # (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were pin holes in the tubing of a clearlink continu-flo solution set which resulted in a solution leak. The leak was observed during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.